Event description:
Complainant alleged that while attempting to monitor a pt, the device inappropriately shut down. Complainant did not indicate there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.